Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia with blood glucose measuring 540 mg/dl with associated symptoms of moderate urinary ketones, nausea and vomiting. It was reported that the patient was seen in the hospital emergency room where they receive insulin via injection and IV glucose. Troubleshooting performed by animas customer technical support revealed pump setting adjustments were made for basal rate and basal delivery totals did not match the total daily dose related to cartridge change. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy associated with a history/settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 01/10/2017-product analysis: the device was returned and evaluated by product analysis on 12/22/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed on (B)(6) 2016 at 09:44, an occlusion alarm occurred after delivering 1.9 units of a programmed 9 unit bolus. The occlusion alarm was confirmed at 09:46. The next record showed that the pump was powered on and the time and date were set to (B)(6) 2016 15:46. Deliveries did not resume until (B)(6) 2016 at 16:41. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Two battery compartment cracks were observed. A battery cap was not returned; a test cap was able to secure properly to the pump. All deliveries made during evaluation were successful and accurately recorded in the pump history. Unrelated to the complaint, the display was found to be dim and discolored. The bolus button cover was damaged; the button was appropriately responsive. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.